Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and power on self-testing were performed. The f-38 alarm was found during power on self-testing. Visual inspection identified damaged force sensing resistors (fsrs). The cause of the alarm was determined to be damage to the fsrs from an unknown origin. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.